Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that this device recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity. Disk analysis was requested. The device remains implanted at this time. No adverse patient effects were reported.